Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for under delivery because they gave multiple bolus but the blood glucose level did not come down. The customer also experienced high blood glucose level and they treated with injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.